Manufacturer narrative:
Insulin pump received with a cracked case on the display window corner, broken reservoir tube lip, missing o-ring from reservoir tube, minor scratches on lcd window and cracked battery tube threads.

Event description:
It is reported that a customer has physical damage to his insulin pump which effects the function of the devise. The customer's blood glucose level was at 104 mg/dl. The customer states that the o-ring fell off the device as well as a cracked screen on the device. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.